Event description:
The customer reported via phone call that she had a keypad anomaly on the insulin pump. Customer stated that the buttons on her pump do not work and they are hard to push. Customer stated that she is at the doctor's office and her doctor told her to call since her buttons are hard to push. Customer reported that when she pushes the up or down key, she has to press it a few times to get it to work. Customer stated that the up and down keys are almost flat and don't have tension on them. Customer was advised that the pump will need to be replaced. Customer was also advised to discontinue use of the pump and revert to a back-up plan.

Manufacturer narrative:
The insulin pump had unresponsive esc, act, up and down buttons due to flattened (creased) button dome switches. The pump had a minor scratched lcd window.